Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch got stuck in the on position. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).